Event description:
It was reported that it appeared that pump only completed half of the infusion. The pump reported that all 250ml were infused. Patient stated the pump never alarmed. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.